Event description:
It was reported by the affiliate that the (1) tsb45 was used during a "vats" procedure. It was reported that the release button would not work. (Could finally release from the pt) the case was completed with another instrument. There was no pt consequence.